Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No photos or videos were provided for evaluation. Retained units for the reported batch number were visually examined, and no shearing, burrs, or damage of any kind was noted. Based on the data from our evaluation, the exact root cause could not be determined at this time. Review of the discrepancy management system (dsms) database performed for the reported lot number revealed no abnormalities or non-conformance's noted during in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow-up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: wire from fx springwound catheter was left in patient's back. Details of report: patient had first epidural placed unsuccessfully (not a b.braun product) tried this device for 2nd attempt, also unsuccessful. Used a 3rd kit (not a b.braun product) to successfully place epidural. When placing catheter on second attempt resistance was met, "felt like a burr". Removed needle and catheter together, but part of catheter remained, noted metal in skin. Patient was transferred to another facility to have CT scan of are due to paresthesia of the skin from rib cage down most pronounced to legs front and back. CT revealed a metal wire fragment. Surgery to remove fragment revealed approximately 10 cm of catheter from patient.